Manufacturer narrative:
Correction on initial report: b.4 & g.4.

Event description:
It was reported that the epidural tubing leaked which causes delay of treatment. Although requested, there has been no further patient or event information made available to date.

Event description:
It was reported that the epidural tubing leaked which causes delay of treatment. Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
Photo provided by the customer show (2) two pcea extension sets and three packaging pouches, with one of them being labeled ¿bad one¿ with no issues observed. The root cause of this failure was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the epidural tubing leaked which causes delay of treatment. There was no harm to patient.